Manufacturer narrative:
According to the information provided by the technician, the device was checked and the pm kit including nozzle units was replaced. The issue has been resolved and the device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Device's logs confirmed occurrence of claimed internal leakage test failure on the date of event. Unfortunately, the defective parts were not provided for further investigation. Last preventive maintenance was performed on (B)(6) 2022 and no physical defect was noticed on the defective nozzle units. The root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small ' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).